Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was symptomatic and had activated a session. Undersensing of qrs was also noted which resulted in the reported asystole. Smaller r-waves were seen on the carelink report than had been seen in-office. The patient's pocket was still 'pink' and tender to the touch. The device remains in use. No further patient complications have been reported as a result of this event.